Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. The patient had symptom return for the past 3 weeks. They had not seen a health care professional (hcp) in years. The patient was implanted in (B)(6) 2007. The patient did not feel stimulation. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.